Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015. Product analysis: the device was returned and evaluated by product analysis on 08/18/2015 with the following findings: review of the pump¿s black box revealed evidence of the complaint. The load step malfunction complaint was duplicated during the prime step sequence. The force sensor calibration was outside of specification. The force sensor pin was found to be cracked. The force sensor resistance was within specification.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.